Event description:
There was a batch of hotline tubing in the trauma bay that was defective. Three different registered nurses (rns) attempted to insert the hotline tubing into the hotline warmer and the prongs would not go in. Three different tubing's with the same lot number were tried on all four hotline machines in the trauma bay-- all were unsuccessful and would not go in the machines. Manufacturer response for blood warming or transfusion systems, set IV fluid warming level I l-70 (per site reporter). Vendor was contacted on [redacted], sample was returned on [redacted]. There has been no further communication from the manufacture on a product investigation.